Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the image was lost due to the cable unit malfunction. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found intermittent image due to faulty cable unit. Found cut in cable. The rear cover label is faded. Based on evaluation findings the reported customer issue was confirmed and was identified to be attributed to faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was found with no image. The issue found during preparation for use. There was no patient involvement associated on this reported event. No user injury reported.